Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, during the procedure, the suture broke. The device was removed and a second proglide was attempted with the same results. The method used to achieve hemostasis was not reported. There were no reported pt adverse effects. No additional information was provided.